Event description:
During a follow-up, the device could not be interrogated due to suspected premature battery depletion. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: the device was returned for analysis. Upon receipt, the device could not be interrogated by the programmer. Visual inspection revealed no anomalies. All functional testing of the device revealed no anomalies. A longevity calculation was performed as no session records were available and the device image was corrupt. The longevity calculation indicated the battery depleted prematurely. Further analysis on the battery revealed that premature depletion was caused by an internal anomaly that caused the insulation between the anode and cathode to become compromised and allowed the electrodes to make contact.